Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two electric shocks. Technical services (ts) analyzed device episode data and determined that the shocks were inappropriate due to oversensing on the secondary programmed vector during two separate episodes. It was noted that the physician elected to turn off therapy due to the shocks. It was also noted that this patient may have had a pacemaker from a different manufacturer implanted as well. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.